Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for foreign matter on syringe and breaks off during use (in vial) on lot # 9280126. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, foreign matter on syringe, breaks off during use) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9280126. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200852941] noted for raised hubs. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the cannula breaks off into insulin vial during use with 2 bd insulin syringes with bd ultra-fine¿needle. The following information was provided by the initial reporter: it was reported, by the spouse of the consumer, she had two insulin syringes that had the needles break off and get stuck in the vial when trying to draw insulin form the vial.